Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 26, 2015. (B)(4). The actual sample was returned for evaluation. The sample was visually inspected upon receipt during which it was found that the unit had come apart at the turning knob. To further inspect the failure location, the turning knob was disassembled finding significant rust/corrosion throughout the unit near the washers and bearings. This anomaly was also present on the interior around the swage. The cable appeared to have snapped at the swage. A review of the device history record revealed no anomalies. It is likely that the corrosion of the material resulted in the swage siezing, adding stress when tightening the arm. The cause of the rust on the device is most likely use of non-recommended cleaners when reprocessing the device. Some cleaning solutions can corrode the steel over time and cause it to rust. Per the IFU, an enzymatic cleaner is to be used for cleaning. It also instructs the user to strictly follow the manufacturer's instructions for concentration of the solution and proper use to avoid corrosion and damage to the device. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the hercules 360 arm broke. It is unknown where on the device the arm broke. The device had been used approximately 120 times. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.